Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted to show noise on a stored strip. The lead remains in use. No patient complications have been reported as a result of this event.